Event description:
It was reported that during interrogation of the patient's vns, high impedance was observed. The vns generator was at an intensified follow-up indicator, or ifi, = no condition. There was no known trauma to the area. The patient reported that stimulation did not feel right, which was confirmed to not be a report of painful stimulation. The vns was programmed off. The physician performed positional diagnostic testing and the high impedance was not resolved. The patient was referred for x-rays. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full vns replacement surgery. It appeared that the high impedance was resolved intra-operatively with lead pin insertion troubleshooting. However, the final diagnostics performed indicated high impedance and the decision to replace the generator was made. It was reported that during the generator replacement a noticeable break in the lead was observed in addition to the fluctuating impedance values, resulting in the lead being replaced. During attempts at product return, it was revealed that the facility, historically, discards explanted devices.